Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, on the fundus of the stomach, the 2 reloads were able to fire, there was poor staple formation, the staple line was incomplete centrally. An open staple fell into the patient cavity. Another reload was used to fix the staple line and resolve the issue.